Event description:
The excluder bifurcated endoprosthesis device was successfullu deployed. However, because of a severe aortic neck angle (70 degrees), no good seal could be achieved. Thus, wtihin twenty-four hours, the pt was converted to open surgical repair of the aortic aneurysm. The excluder devices were removed and a bifurcated gore-tex stretch vascular graft was implanted. Approximately 3 months later, the pt died of a rupture of the thoracic aorta; unrelated to any of the devices placed. No allegation of product deficiency was made.